Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, when the surgeon fired the device with the first reload they heard "noise", and when they fired the device with the second reload, the surgeon able to press the green button and squeeze the handle but the device cannot be fired. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.